Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# l57854, implanted: (B)(6) 1999, product type: catheter. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2012, product type: accessory. (B)(4).

Event description:
It was reported that a healthcare provider heard an alarm. The critical alarm interval was set to ten minutes. They had been there ¿a while¿ and had not heard the alarm. The family of the patient also had not heard alarms. Telemetry confirmed a critical alarm was occurring. The alarm was due to an empty reservoir which occurred on (B)(6) 2013. A low reservoir alarm occurred on (B)(6) 2013. The healthcare provider stated the patient was ¿not capable of talking or giving information¿. They had increased spasticity, they were more irritable, and they had increased spasms since last week. The medication infused was gablofen.